Event description:
The lay user/patient contacted lifescan alleging the meter displays error 1 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
During preventative maintenance of the device, the user reported the splash shield that covers the control panel was missing. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.